Event description:
Same case as 2134265-2013-03054. The target lesion was located in the posterior tibial artery. The 2.0mmx150mmx90cm coyote balloon catheter was advanced over a platinum plus guidewire and pta performed without problems. After that the catheter got stuck on the wire and was unable to be removed. The catheter and guidewire were removed as one system. The procedure was completed with another 2.0x150mmx90cm coyote balloon catheter and an unspecified guidewire. No patient complications were reported and patient status is "no harm to patient".

Manufacturer narrative:
Device evaluation: the tip was damaged. The distal balloon cone and the proximal end of the balloon were bunched-up. The inner shaft was kinked adjacent to the proximal edge of the distal markerband. The inner shaft was buckled in multiple locations between the markerbands. The guidewire was protruding 1mm from the distal tip. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The shaft damage prevented removal of the guidewire from the catheter. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2013-03054. The target lesion was located in the posterior tibial artery. The 2.0mm x 150mm x 90cm coyote balloon catheter was advanced over a platinum plus guidewire and pta performed without problems. After that the catheter got stuck on the wire and was unable to be removed. The catheter and guidewire were removed as one system. The procedure was completed with another 2.0mm x 150mm x 90cm coyote balloon catheter and an unspecified guidewire. No patient complications were reported and patient status is "no harm to patient".